Event description:
While disconnecting primary tubing from a central line, the screw piece on the end of the tubing (the screwy part that comes on the end of primary tubing) separated from the actual tubing. There was no undue force used or needed to disconnect from the central line. The pieces just simply separated. Med was propofol. No harm reached the patient. The separation appeared to happen while nurse was disconnecting tubing. Patient appears to have received the medication while it was running.